Event description:
The reporter stated the surgeon attempted to insert a cc4204bf single piece collamer lens and the lens haptic tore. No patient contact or injury. The cause of the lens haptic tearing was due to the lens was mis-loaded.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that one haptic is partially torn off and missing. Clear surgical residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.